Event description:
Related manufacturer number: 3006705815-2022-16690. It was reported the patient presented to the emergency room with a complaint of flu-like symptoms and back pain. In addition, it was revealed in the emergency room on (B)(6) 2022 that the ipg and leads were completely exposed and hanging outside the body. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.